Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3 correction: section d.6b disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. The recipient's pain has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.